Manufacturer narrative:
(B)(4). Method: film. Results: inherent risk of procedure (endoleak); unknown cause of event. Conclusion: known inherent risk of a procedure (endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately. During a follow visit, a CT revealed aneurysm enlargement from 6 cm to 8 cm. An intervention was performed the following day with an open procedure in order to explore the causes of the enlargement. During the intervention a large type IV endoleak was identified and patched successfully. The patient is doing fine. It was noted that during the open repair the rep visualized a small hole in the fabric on the left limb that was spurting with each cardiac cycle. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several returned photo's during the operative repair show a large pressurized aaa. After dissecting into the aaa sac there is fresh clotted blood observed. A small patch was seen sutured to the (likely) ipsilateral limb near the level of the gate. The reported endoleak was not seen in any of the returned images, and therefore could not be assessed. No obvious stent graft issues were seen, and the cause of the endoleak could not be determined. It is possible that the fabric hole may have been caused by abrasion.